Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be recieved and evaluatied or if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm was not confirmed. The lot number was not provided; therefore a batch review was not conducted. The root cause could not be determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm, which occurred on the homechoice (hc) during fill 1. The baxter technical service representative (tsr) had the care giver (cg) check the lines from the hc door. They closed and opened the transfer set, and then checked the lines for fibrin and air bubbles. The care giver (cg) stated there are large air bubbles in the patient line. The cg stated the patient line was not fully primed when the hp connected. The tsr assisted with the ending of therapy. They advised the cg to start over with new supplies. The peritoneal dialysis registered nurse (pd rn) contacted baxter (B)(4) on (B)(6) 2011 regarding the reported problem. The pd rn was not aware of the specific alarm. The pd rn stated that the hp was having some issues with fibrin and that may have also caused the check patient line alarm. The pd rn stated that the fibrin issue has been resolved and the hp has been continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.